Event description:
Gambro received a complaint on feb 08, 2008 from a facility who reported that a phoenix machine, was leaking from the bottom during a treatment. There was no pt injury or medical intervention warranted in this event. No evidence that a tube disconnection related alarm occurred. A gambro technician inspected the machine and found that the t connector tubing came out before the po sensor. He reconnected tubing, performed a simulated treatment and put the machine in a heat citric disinfection.